Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since receiving the pump, the customer has experienced elevated blood glucose (bg) levels of up to 300 mg/dl. The customer delivered boluses via the pump, and took manual injections to address bg level. At the time of the call, bg level was 220 mg/dl and the customer wished to perform a system check with tandem technical support to try to identify the cause of elevated bg level. The system check indicated that the pump was operating as expected. The customer stated that bg level could be related to stress and wanted to take additional time for the issue to resolve on its own before requesting further assistance.